Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -13.0 diopter tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2020. The lens was implanted, removed, and replaced with an alternate lens intraoperatively. The problem is resolved. The cause of the event is reported as device.

Manufacturer narrative:
Corrected data: b5: "(B)(6) 2020", should be corrected to "(B)(6) 2020" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).